Event description:
The customer reported a negative antibody screening test of one patient sample on tango. This patient sample was retested on a second tango instrument and yielded a positive result. Using the gel method, an antibody with the specificity c was identified. Neither the affected patient sample nor the supposedly defective product was returned. Therefore our quality control laboratory tested our retained sample of biotestcell 3 with different positive and negative controls and samples including two different anti-c from an interlaboratory comparison. All positive and negative reactions were correct. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell p3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. A field service on the tango in question was conducted and showed no indication for any instrument malfunction.

Manufacturer narrative:
This is our combined initial and final report on this incident